Manufacturer narrative:
A product evaluation was not performed in response to this report because the product said to be involved was not provided for evaluation. A review of the device history record was performed and it was found that the device was correctly manufactured according to all requirements and specifications. The doctor did not make a report to bryan medical of the product being faulty. A definitive cause for the reported observation could not be determined

Event description:
Original reporting: while surgeons were trying to instrument the area around the vocal cords it was noted that the tube kept collapsing, which resulted in brief episodes of increased airway pressure. 6.5mm i.d. X 10mm o.d. (30fr). Additional narrative received 05/29: a size 6 laser tube was used. As they were trying to get a view to start lasering the tube was kinking very easily. We continued to make ent aware, they would move their equipment to relieve the pressure point but as the case proceeded the ett became more pliable - likely secondary to heat. At that point I came in the room and witnessed the ett kinking proximal to the laser taping but distal to the connector for the circuit. It was very difficult to maintain the shape, it was wanting to bend and kink on its own. Obviously, an obstruction in the ett such as this put the patient at significant risk for negative pressure pulmonary edema, as the situation is akin to inspiration against a closed glottis.